Manufacturer narrative:
A ge rep eval the system and found the hard drive needed to be replaced. A new hard drive was placed on order. No further repair info is available.

Event description:
The customer reported the system would not boot up. No pt injury was reported.